Event description:
Patient temperature being monitored and controlled with coolguard catheter in left ij(internal jugular). Saline bag (1 liter) used with coolguard found to be empty and upon further assessment patient's neck was visibly enlarged. Coolguard stopped and line was removed from patient. Line, catheter and machine were kept for investigation.